Event description:
It was reported that after commencing dialysis when changing exit site dressing, splash of blood x2 noted. Dialysis discontinued.

Manufacturer narrative:
One intact 14f x 32cm split cath iii was returned for evaluation. The catheter had been implanted for 2 years. A visual examination of the catheter revealed a hole where the lumen enters the hub. A review of the mfg records indicated all device specifications and quality requirements were satisfied. The device was forwarded to the MFR for further review. When the investigation is complete, a final report will be submitted.